Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured when it was inflated to 8atms for one minute on the second inflation during predilation. The lesion being treated was located in the severely calcified and 75% stenotic left anterior descending artery (lad). The balloon was inflated to 8atms on the first inflation. The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a taxus stent which was post dilated with the stent's delivery balloon. Patient status is listed as "good."